Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: no image and incompatible scope (e315 error) a definitive root cause could not be identified. However, based on the results of the investigation, the most probable cause of the whiteout and no image issue was traced to component failure. In addition, the cause of the incompatible scope (e315 error) was also traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrointestinal videoscope experienced a whiteout. The issue occurred during preparation for use, and no patient harm was reported.